Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple motor error alarms. Customer's blood glucose was 11.3 mmol/l. During troubleshooting, found signal too low alarm and unexpected restart alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the displacement, rewind, basic occlusion and occlusion tests. No motor error alarms during testing were noted. The motor passed the motor test. The pump passed the self test and unexpected restart error test. No damage found on the interface board. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, a cracked display window and a missing end cap sticker.